Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. A conclusive cause for the reportted patient effects and the relationship to the device if any, cannot be determined.

Event description:
It was reported via maude report that the pt [patient] undergoing a [percutaneous transluminal coronary angioplasty] ptca with a whisper wire. The tip of the whisper wire was sheared off and retained within the right distal coronary artery. Multiple attempts over several hrs [hours] at retrieval of tip were unsuccessful. An add'l stent was placed to ensure the wire would not cause complications. Subsequent information was received states that post ptca procedure, while pulling back the guide wire the tip was noted to have detached. Attempts to snare the device were unsuccessful but did move it to the mid rca where it was covered with an unspecified stent. The procedure was prolonged for greater than 2 hours and the patient experienced mental status change/ cerebrovascular accident (cva) and was intubated. The patient went to the intensive care unit (ICU), and subsequently at discharge went to long term rehabilitation therapy for continued left sided weakness. No additional information was provided.